Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips has been reported that during a procedure the system powered off. The system was restarted and the procedure was completed successfully. No patient harm has been reported to philips. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The log files of the system were analyzed and no error was identified that could have resulted in the system powering off. The reporting problem occurred around the same time in two other philips systems. Based on available information, the most probable cause is an external factor, the nature of which has not been possible to identify with the information available. No further actions will be taken by philips. After investigation the system number has been changed from 722035 into 722028 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.